Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined as the subject device was returned incomplete. The returned portion of the device showed no gross damages consistent with the bent tip described in the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery tip of wire cutter was bent, therefore the surgeon could not pass a wire through the hole. Sales rep had a second set which worked fine. There was no delay in surgery.

Event description:
It was reported that during surgery tip of wire cutter was bent, therefore the surgeon could not pass a wire through the hole. Sales rep had a second set which worked fine. There was no delay in surgery.